Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
It was reported via the interdepartmental helpline solution tracker. The customer had reported she had low blood glucose of 30 mg/dl and had to use a glucagon shot. Her blood glucose went up to 60 mg/dl. Then later on the week her blood glucose was 540 mg/dl and she had nausea. Customer decided to stop use of the device and went to the hospital and was admitted for at least nine days. Customer declined troubleshooting assistance. The device is not returning for analysis.